Event description:
It was reported the rod broke when the doctor was trying to bend it. There are no reports of adverse consequences to the patient. There was a 10 minute surgical delay associated with the event.

Manufacturer narrative:
Method: labelling review, risk assessment. Result: the customer reported event was confirmed via correspondence with the rep. The device was not returned for evaluation as it could not be located at the site. Manufacturing records review could not be performed as the lot number is unknown. Conclusion: as the device was not returned, a definite root cause cannot be determined. Possible root causes include rod not properly aligned and user applies too much compressive force.

Event description:
It was reported the rod broke when the doctor was trying to bend it. There are no reports of adverse consequences to the patient. There was a 10 minute surgical delay associated with the event.